Event description:
It was reported that the patient passed away due to cardiopulmonary arrest and sepsis. Whether the outcome was device related was not provided. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiopulmonary arrest, sepsis, and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported that hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27apr2021. The hm3 lvas instructions for use (IFU) rev. C, and the hm3 patient handbook rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including sepsis and death, that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.